Manufacturer narrative:
The insulin pump was received with no button error alarm noted. The pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. The pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test,prime test and excessive no delivery test due to no button response. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 308 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.